Event description:
In preparation for common bile duct stone removal, the physician prepared to use a cook memory hard wire basket. It was reported that when the user opened the package, they discovered that the basket could not be retracted into sheath. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
The product said to be involved was returned in a white plastic bag. Provided with the return was an open box from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The device returned with the basket fully extended. The white shrink tube/catheter is kinked 10.9 cm distal from the device handle and the catheter has buckled 17.8 cm to 24.7 cm distal from the handle. The basket responds to handle manipulation. Significant resistance was encountered during retraction of the basket as the basket reached the distal opening of the catheter with the basket being unable to be retracted on some attempts. The basket was able to be advanced with slight resistance felt as the drive wire passed through the buckled portion of the catheter. During further evaluation the device's solder points were viewed under magnification and were smooth with no evidence of damage. The catheter length measured within specifications. The distal opening of the catheter was also viewed under magnification, and it was found that the edges of the catheter were uneven. The device handle was disassembled with no evidence of damage present. The distal portion of the catheter was cut, and the inner and outer diameters were measured. The inner diameter was within specification. The outer diameter was measured within product specifications. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Our evaluation of the product said to be involved confirmed the report. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. These devices are packaged within a racetrack with the basket extending from the sheath. A potential cause is that the user attempted to retract the basket while the device was still within the packaging racetrack. As the racetrack has the device packaged in a small coil this would place excess stress on the device and could lead to the damage noted in the catheter near the handle. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.